Event description:
The customer reported that the cartridge chemistry (cc) sample probe was leaking from their unicel dxc 800 synchron system. The customer indicated that the volume of fluid which had leaked was 2-3 ml and was located in the reaction wheel cover underneath the cc sample probe. The customer was wearing personal protective equipment consisting of gloves and a lab coat and no exposure or injury was reported. The customer had also indicated that reagents and samples were not affected by the leak. No erroneous results were generated and there was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched due to an issue noted with the fluid manifold valve possibly not closing off allowing wash solution to drip out of the collar wash. The fse proceeded to replace the fluid manifold valve. No further leaks were observed and repair was verified per established procedures.

Manufacturer narrative:
(B)(4).